Event description:
It was reported that the bd secondary administration set experienced leakage. The following information was provided by the initial reporter: we are having leak issues and breakage on the chemo regular tubing set on 1 patient.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that thebd secondary administration set experienced leakage. The following information was provided by the initial reporter: we are having leak issues and breakage on the chemo regular tubing set on 1 patient. H6: investigation summary no product or photo was returned by the customer. The customer complaint of disconnection from the tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013364t lot number 22099124 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be verified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd secondary administration sets experienced leakage. The following information was provided by the initial reporter: we are having leak issues and breakage on the chemo regular tubing sets on 3 different patients.